Event description:
Reporter received a letter from medtronic informing her about a recent recall on an insulin reservoir. She stated the letter advised recipient to call FDA and lay any complain about the letter and/or reservoir. Reporter stated she recently had a problem, where she vomited and experienced the inability to eat.